Event description:
It was reported that insulin gauge displayed amount different than expected, with pump previously showing a fill estimate of about +60 or +120 units. There was no reported impact to the customer¿s blood glucose level. Customer was informed that any positive value on gauge was considered accurate and indicated pump had at least that amount of insulin, and customer acknowledged understanding of this explanation. Cts to replace pump. Customer will continue to use current pump.